Event description:
Customer reported the sys monitors stopped working during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned connectors in the monitor cart. Sys operates as intended.